Event description:
Voluntary distributor report the customer reported that the device, sb936, detachable pouch 3x6" 5ea/box was being used on (B)(6) 2023 during an unknown procedure when it was reported ¿the plastic tip of the ring holding the bag has come off and remained inside the patient and everything has been recovered.¿. There was no report of injury, medical intervention or any prolonged hospitalization for the patient. This report is being raised on the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Voluntary distributor report the manufacturer, unimax medical systems, is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.